Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. Following pre dilation of the 70% focal mid-lad lesion, the physician successfully deployed the taxus express2 2.5 x 20 mm drug eluting stent. The balloon did not deflate following deployment of the stent and the delivery device could not be removed. The physician then inflated the balloon at a lower pressure and pulled back on the device. He then completely deflated the balloon and was able to withdraw the delivery device successfully from the stent. The device was intact upon removal. The procedure was successfully completed with no reported pt injury or complication. The clinical outcome was "good."